Event description:
It was reported that the user received occlusion alerts on the ilet with an inset infusion set, experienced elevated blood glucose near 301 mg/dl, and resolution occurred only after a full supply change; line priming was confirmed during troubleshooting. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed obstruction of flow associated with a connector/coupler and a deformation problem consistent with an occlusion that cleared after supply replacement. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.